Manufacturer narrative:
On 3/17/2020, device evaluation was completed. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Additionally, a crease was found on the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor became aware that patient also experienced bilateral acquired deformity, and right side impaired healing in addition to left side rupture. Since the information was not clarified, it was discovered that devices are in opposite sides (device tracking):: left side: catalog number: 3505800bc serial number (B)(4) to catalog number: 3505800bc serial number (B)(4). Right side: catalog number: 3505800bc serial number (B)(4).to catalog number: 3505800bc serial number (B)(4). This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side rupture. Concomitant medical products: right side; 800cc mentor memorygel breast implant; catalog number: 3505800bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision reconstruction breast surgery with a 800cc mentor memorygel breast implant and was presented with left side breast implant rupture during replacement surgery with catalog number shpx790; serial number (B)(4) on the left side and with catalog number shpx790; serial number.(B)(4) on the right side on (B)(6) 2020.